Event description:
Caller reported a tandem mobi cartridge alarm, which did not adversely impact the customer's blood glucose level. Technical support confirmed the cartridge alarm and decided to replace the customer's pump as it was under warranty. The customer, who has previously reported similar issues with this pump, will use a backup insulin pump and mdi until the new pump arrives. Technical support ensured that the customer understood the instructions for returning the problematic pump and setting up the replacement, including software updates and programming settings. The customer acknowledged all instructions and will return the old pump to avoid a charge.